Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the touch screen was misaligned. A 3 hour simulated treatment post- accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (B)(6) 2021). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A hospital nurse reported to fresenius customer service that an unknown fluid leak was discovered leaking from an unknown place inside of the cycler. Upon follow up, the rn confirmed that a night shift nurse reported that a fluid leak was experienced from inside of the cycler during an unknown phase of pd treatment on (B)(6) 2022. It was unknown if the patient completed treatment on the day of the reported event. The rn confirmed that the hospital has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The rn stated there were no leaks or issues regarding the solution bags used during the event. The rn stated the leak came from somewhere inside the cycler. The specific location of the leak was unknown. The lot number of the cycler set was unknown. The old cycler is available for return. The rn could not confirm the patient¿s name, gender, date of birth or dry weight involved with the leak event, however, stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Event description:
A hospital nurse reported to fresenius customer service that an unknown fluid leak was discovered leaking from an unknown place inside of the cycler. Upon follow up, the rn confirmed that a night shift nurse reported that a fluid leak was experienced from inside of the cycler during an unknown phase of pd treatment on (B)(6) 2022. It was unknown if the patient completed treatment on the day of the reported event. The rn confirmed that the hospital has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The rn stated there were no leaks or issues regarding the solution bags used during the event. The rn stated the leak came from somewhere inside the cycler. The specific location of the leak was unknown. The lot number of the cycler set was unknown. The old cycler is available for return. The rn could not confirm the patient¿s name, gender, date of birth or dry weight involved with the leak event, however, stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.